Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. The product was taken out of service at the user facility after the incident occurred. An investigation has been initiated based upon the reported information.

Event description:
This is the first of two reports. This is in regards to the cusa console (cusaexcel2). It was reported that the cusa handpiece became very warm. About the same time, a burning smell was noticed coming from the cusa console. The cusa continued to operate and the case was successfully completed. Additional information was requested and on 06oct2015, the following was provided: on an unknown date, a patient maybe under a year of age (customer did not recall the exact age and gender of the patient) underwent a laminectomy for tethered cord. The handpiece became warm when the microscope was being used and the surgeon started using the cusa approximately 15 minutes after the first incision. The integra cusa torqued base unit was used when assembling and disassembling the handpiece. The cusa handpiece started becoming warm and the burning smell was noted from the cusa console about 5 minutes into using it. There was no smoke seen coming from the console at all when the burning smell was noted. There was no patient or user harm or injury due to the issue with the handpiece or console. A lap sponge was offered to the surgeon to hold the handpiece but the surgeon didn't want it. The integra representative was contacted immediately to troubleshoot the unit and the user facility's biomed was also notified. The integra representative recommended to increase the irrigation rate so the unit could be cooled down. This seemed to have helped. Shortly after doing this, the burning smell from the console also subsided. The cusa handpiece and console were continued to be used because the handpiece was no longer warm and the burning smell of the cusa console had disappeared after the irrigation setting was increased to cool the unit. The initial setting of irrigation was on 40. It was also reported that the settings on the console were changing as the surgeon pressed the cusa pedal (e.g. The amplitude would be set at 50 and as the surgeon stepped on the pedal to use to cusa, the amplitude would suddenly jump to 70 and the circulating nurse would have to re-set it. It did this a couple times before it was decided they were done using it and closing the case anyway. There was no surgery delay or increase in surgery time.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: methods: review of device history records. Review of complaints history. Results: DHR review was completed for cusa excel console serial number (B)(4), ref appendix 1. Date of manufacture: 2014 ¿ may. No non-conformance reports were raised during the manufacturing process for this console. The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cusa excel console been released. Rate of occurrence: during the time period ¿(B)(6) 2014 to (B)(6) 2015¿, the quantity of complaints over the review period (1) identified in the complaint review can therefore be calculated as (B)(4) of procedures. Conclusion: since the product was not returned for failure analysis investigation no root cause can be established.